Event description:
It was reported to boston scientific corporation in 2008, that an interject therapy needle catheter was used during an unknown procedure five days prior. (Patient age, gender and weight unknown). According to the complainant, during preparation, the device failed to deploy and retract smoothly. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed the needle was fully extended. When actuating the device, it appeared the outer extrusion was moving with the inner extrusion, and the outer extrusion freely moved inside the hub. The outer extrusion along with the pressed ferrule was found to be dislodged from the outer hub. Complaint confirmed. Most probable root cause is that the outer extrusion ferrule was not pressed into the outer hub during manufacturing.